Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter (guardian) contacted lifescan (B)(4) alleging that the lay user/patient's onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the meter issue began approximately 2 weeks ago when blood glucose results of 319 and 44mg/dl were obtained using the subject device, taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The reporter stated that the patient manages their diabetes using insulin (no adjustments) and did not specify if any change had been made to the patient's usual diabetes management routine in response to the alleged issue. The reporter stated that the patient experienced symptoms of "spots on forehead and lips which appear when something goes wrong with her diabetes" an unknown amount of time after the alleged issue began. The reporter stated that the patient was treated with insulin, and that it was difficult to adjust the dose when the results kept changing. The reporter confirmed that the patient's blood glucose was not measured using any other device at the time of the alleged issue. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, an approved sample site was used for testing, the patient's testing procedure was correct and the test strips were not expired. Replacement products have been sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.